Event description:
It was reported that four months post cardiac resynchronization therapy defibrillator (crt-d) implant, the patient experienced an infection at the device site with erosion and purulent discharge. The crt-d system was explanted and then replaced five days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6944-65 lead; implant date:(B)(6) 2001; explant date: (B)(6) 2025; 419488, lead; implant date; (B)(6) 2011; explant date: (B)(6) 2025; 383069 lead; implant date: (B)(6) 2025; explant date: (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.